Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate shocks for oversensing due to lead dislodgment. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was stable.